Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure in a moderately calcified mid lad. Before normalization, the signal became fuzzy and was unable to see proper waveform tracing. No patient injury reported. During the product return evaluation, missing material from the composite core was observed. The missing material likely contributed to the noisy and unstable waveform; therefore, the reported complaint was confirmed. This product problem is being submitted due to the missing material. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: gender not provided. Block c: not applicable for this device. Blocks d6 and d7: not applicable for this device. Blocks e1 and g2: country is singapore. Block h6: the probable cause of the missing material is damage during use/handling since it likely contributed to the failure reported. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7 and h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block a3b: patient gender was provided. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.